Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (2) loose 1/2cc syringes. Customer states that they are finding syringes without needles when removed the needle shields. Both returned syringes were examined and both exhibited the hub assembly separated and missing from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needles missing due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub had separated from the relion® insulin syringe barrel and was missing. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported finding syringes without needles when removed the needle shields." Via bd investigation: "customer states that they are finding syringes without needles when removed the needle shields. Both returned syringes were examined and both exhibited the hub assembly separated and missing from the barrel."